Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the lead kept dislodging, which prevented it from being successfully implanted. A new lead was implanted in its place. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the lead kept dislodging, which prevented it from being successfully implanted. A new lead was implanted in its place. No adverse patient effects were reported. The lead was returned for analysis.